Event description:
Customer felt symptoms of low blood glucose. A test was performed with a result of 89mg/dl. The customer still felt low and ate chocolate to raise blood glucose. An ambulance was called 90 to 120 minutes later. Paramedics received a result of 25mg/dl, the customer was taken to the hospital. The customer was given orange juice and a glucose drip. Strips were expired and no controls were in use. A request was made for the suspect device and replacement product was sent.